Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with an adverse event of pocket infection with no device malfunction. The patient's implantable cardioverter defibrillator (ICD), left ventricle (lv) lead, atrial lead and right ventricle (rv) lead were explanted. The ICD system was replaced with a leadless pacemaker. The patient was reported to be well.